Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.5 x 26 mm gratmaster did not cross the lesion to seal a perforation. A 3.5 x 19 mm and a 3.5 x 16 mm successfully sealed the perforation. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction - device not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.